Manufacturer narrative:
Unable to perform displacement test due to appearance of pump error 38 during rewind. The pump failed the self test due to appearance of pump error 75. Pump alarmed pump error 38 during testing on (B)(6) 2023 at 7:11 am, and pump alarmed pump error 75 during testing on (B)(6)2023 at 7:14 am. Successfully downloaded pump history files and traces using thus software. Pump alarmed pump error 63 alarms on the event date of (B)(6)2023 at 11:57:50.000, 11:58:02.000, 11:58:42.000, 11:58:55.0000, and 11:59:16.000 (variable #: 9) due to a possible pio hardware failure. Pump alarmed a pump error 3 on the event date of (B)(6)2023 at 11:58:04.000. Pump alarmed two pump error 2 alarms on the event date of (B)(6)2023 at 11:58:57.000 and 11:59:16.000. Pump was cut open to perform visual inspection and found moisture damage on the force sensor, electronic assembly, and motor. Also found a gearbox jammed. The following were also noted during visual inspection: corroded battery tube, corroded battery tube spring, cracked case, scratched case, cracked keypad overlay, broken battery tube threads, stained keypad overlay, cracked case (battery tube), pillowing keypad overlay, and missing display window/cover. Cosmetic damage was confirmed at the screen cover. Exposure to moisture was confirmed found on the electronic assembly, motor, and force sensor. Pump error 38 was confirmed during testing due to a gearbox jammed. Pump error 75 was confirmed during testing due to moisture damage on the lithium backup battery. Pump error 63 was confirmed in the pump history files and traces due to moisture damage on the electronic assembly. Pump error 3 and pump error 2 were confirmed in the pump history files and traces as a consequence of pump error 63. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer shaking the pump and moisture damage. No harm requiring medical intervention was reported. Troubleshooting was successfully performed; however, the customer will discontinue the use of the device. The product will be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. "The insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. ¿select patient information cannot be provided due to regional privacy regulations.""" Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.